Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. Return device analysis noted that the device was returned with the balloon tightly folded, which indicates that the balloon was never inflated; therefore, a deflation issue could not be determined. Based on the reported information, the condition of the returned device and limited information, a conclusive cause for the reported complaints could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x12mm trek balloon dilatation catheter (bdc) could not deflate. Contrast was unable to be removed from the balloon and the bdc became stuck. When attempting to remove the bdc the shaft broke. The guide wire and guiding catheter were removed and the separated portion of the bdc was removed in the guiding catheter. Nothing was left in the patient. Another mini trek bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.